Event description:
New information was noted that the rv lead was explanted and replaced. The patient was recovering after the procedure.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed loss of capture due to dislodgement and confirmed via x-ray on the right ventricular (rv) lead. No changes or interventions were performed. The patient was recovering after the procedure.